Event description:
The user facility reported to terumo cardiovascular systems that out of box the temperature probe port was found to be disconnected from the top of the reservoir of the oxygenator. No pt involvement as this occurred out of box.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).